Event description:
Right total hip revision. Pre-op diagnosis: right femoral component fracture. Stem removed in 2 pieces: broken trunnion, distal portion of stem. No further information available per hospital.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Right total hip revision. Pre-op diagnosis: right femoral component fracture. Stem removed in 2 pieces: broken trunnion, distal portion of stem. No further information available per hospital.

Manufacturer narrative:
An event regarding wear of an unknown accolade stem involving a metal head was reported. The event was confirmed. Method & results: product evaluation and results: the device was not returned for testing but photos were provided for review. The photos showed a recently removed femoral head with nothing remarkable of note. Clinician review: right total hip revision. Pre-op diagnosis: right femoral component fracture. Stem removed in 2 pieces: broken trunnion, distal portion of stem. No further information available per hospital. The ap pre-op x-ray shows a pressfit tha. The trunnion of the femoral stem is fractured. The femoral head has remained in contact with the acetabular component. The photograph shows a substantial amount of black stained tissue. A fractured femoral stem is confirmed. No documentation other than the photograph has been provided to document revision surgery. The root cause of this loss of the femoral stem fracture cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to fracture of the stem at the neck. There were no reported allegations against the metal head, as per medical review: "right total hip revision. Pre-op diagnosis: right femoral component fracture. Stem removed in 2 pieces: broken trunnion, distal portion of stem. No further information available per hospital. The ap pre-op x-ray shows a pressfit tha. The trunnion of the femoral stem is fractured. The femoral head has remained in contact with the acetabular component. The photograph shows a substantial amount of black stained tissue. A fractured femoral stem is confirmed. No documentation other than the photograph has been provided to document revision surgery. The root cause of this loss of the femoral stem fracture cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation." No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.